Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.

Event description:
It was reported that multiple sensor expiration alerts occurred prematurely. There was no reported adverse impact. Customer replaced multiple sensors to resolve the issue.